Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient and her husband reported that following an intraocular lens (iol) implantation procedure, the patient sees a lot of sparks around the lights of oncoming cars. The patient constantly rubs her eye, in order to clear her vision; although it doesn't really clear it. The patient had a yag laser, but it did not improve. The patient is unable to drive at night due to the starbursts. Additional information was provided by the patient, who reported that the doctor says everything is normal and does not recommend an explant for her. She reported that her doctor told her to use drops for dry eye and she has not used them yet. She reported that she will try them. She also reported her doctor did discuss options with and to give her eyes time to adjust.